Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that during endoscopic vein harvesting procedures within the past two weeks, two short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications. Since the case dates, how many failed, and lot #s were not known, both will be tracked in this one event. This report is for the first device.